Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a cholecystectomy procedure, bleeding was noticed on the cystic artery. The hemostasis could not be done. The clips of the device could not come out and could not close. Two clips were used and both fell on the cystic duct. The surgery time was extended and the tissue was damaged. After the procedure a biliary fistula was noticed. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.